Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's stimulation shuts itself on and off randomly for a few seconds at a time. This happens frequently and is regardless of the patient's position. The patient reported adequate pain coverage. The magnet mode has been turned off. The patient has been referred for x-rays of the entire system to check for connections. The patient is closely working with his physician to determine the next course of action.